Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system. Patient presented in sinus bradycardia with right bundle branch block. Length of membranous septum was not measured. The navitor was implanted at a depth of 4mm on both the non and left coronary cusps. During deployment, the inflow edge of the constrained valve within the capsule was positioned slightly below the base of aortic annulus the patient went into heart block and left the operating room with temporary pacing. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. The reported unexpected medical intervention and surgery are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.